Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Batch # unk. Additional information received: was the resistance felt during the first firing of the device? In the first fire is necessary more force than the usual. Was the surgeon able to complete this firing? Yes, he was. Was the load used on the first firing the one that came in the device? Yes. If no, what load was used on this firing? For clarification, did the surgeon fire the device on patient tissue two times, and the device was fired by a jnj representative outside the patient on the third firing? If no, please explain. Yes. It is indicated that, the reload that stayed in the device is the original. Please clarify what this means. After firing the other reload the original is placed in the device.

Event description:
It was reported that during a gastrectomy procedure, "when the surgeon used the device in the duodenum, he felt a resistance, but all looks normal. In the second fire, the staples weren't formed properly, as you can see in the return material. The surgeon needs to reinforce with manual suture. The second reload, blue is fired by me to see what happens. With a new reload, and without tissue, the device didn't offer resistance and the staples weren't properly formed as you can see in the return material. The reload that stayed in the device is the original." It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m53947. The analysis results found that the tlc10 device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. In addition three cartridges were received fully fired. The device was tested for functionality with a test reload and it fired and cut as intended, however the staple lines were noted to be malformed. The malformed staples are due to misalignment between the anvil and the drivers. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.